Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -8.0/+2.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue and debris on the lens. Visual inspection found residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
H3: "visual inspection found no visible damage to the lens" should have been included with previous device evaluation information. Claim#: (B)(4).